Manufacturer narrative:
As received, a partial lead (distal end) was returned in one piece. The reported event of noise was confirmed. Final analysis found that the insulation was internally abraded at 7.2cm to 9.4cm, 7.5cm to 11.0cm, 12.2cm to 15.4cm, 13.1cm to 13.6cm, and 25.0cm to 25.5cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The internal insulation abrasion led to exposed conductors.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed the patient received multiple inappropriate shocks due to noise oversensing on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition.